Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 130 was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button and the keypad was unresponsive during a flight. Customer reported that after the flight, the insulin pump began to function normally again. The customer stated that several days later, the insulin pump had an error alarm that they were able to clear. The insulin pump was not replaced or returned for analysis.